Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle precisionglide 30x1/2in had foreign matter at the base of the needle. This occurred on 3 occasions before use. The following information was provided by the initial reporter: when opening the package of some bd precisionglide 0.3 x 13mm hypodermic needles. It was noticed the presence of some white residues, similar to cotton threads adhered to the plastic base of the needle. It was discarded 3 needles.

Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes, d.10. Returned to manufacturer on: 2020-06-08, h.3. Device returned to manufacturer: yes, h.3. Device eval by manufacturer: yes. H.6. Investigation summary: it was performed the DHR, maintenance records and quality notifications were checked and no deviation was found for this batch. Photos and samples of the incident reported for evaluation were received. They were investigated and it was possible to observe the strange matter, but this failure mode is not due to the curitiba plant process, but to the columbus plant. The production processes are validated according to the defined acceptance criteria. Thus, it is not possible to confirm the complaint.

Event description:
It was reported that needle precisionglide 30x1/2in had foreign matter at the base of the needle. This occurred on 3 occasions before use. The following information was provided by the initial reporter: when opening the package of some bd precisionglide 0.3 x 13mm hypodermic needles. It was noticed the presence of some white residues, similar to cotton threads adhered to the plastic base of the needle. It was discarded 3 needles.

Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9112781, maintenance records were verified along with quality notifications and no deviations were found for this batch. A photo of the incident reported for evaluation was received but without the sample it is not possible to investigate and determine the root cause for the incident. Retention samples were tested and the incident was not identified. The production processes are validated according to the defined acceptance criteria. Thus, it is not possible to confirm the complaint. The incident identified from this complaint will be monitored for trend assessment.

Event description:
It was reported that needle precisionglide 30x1/2in had foreign matter at the base of the needle. This occurred on 3 occasions before use. The following information was provided by the initial reporter: when opening the package of some bd precisionglide 0.3 x 13mm hypodermic needles. It was noticed the presence of some white residues, similar to cotton threads adhered to the plastic base of the needle. It was discarded 3 needles.